Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image distortion due to poor contact caused by liquid adhering to the video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, malfunction was observed. The service center indicated that the most likely cause of the image distortion due to poor contact caused by liquid adhering to the video connector socket. There was no patient involvement.